Event description:
It was reported that the patient report was received that the patient will undergo an ipg replacement procedure for an unknown reason. No further information could be obtained. Additional information was received that the patients ipg was no longer holding a charge. The patients ipg was replaced and that the patient was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason. No further information could be obtained.